Manufacturer narrative:
(B)(4) date sent: 06/16/2021 d4: batch # u5ar4w h6: component code = mechanical (g04) device analysis: the analysis results found that the ntlc75 device was received with no apparent damaged and with no reload loaded in the device. The reload (b) was received fully fired and with the left gripping surface is broken off. The reload (c) was received was received fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that one staple was malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event reported was confirmed and it is related to improper use of the device. The condition of the reloads are consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please reference the instruction for use for more information. No conclusion could be reach on what caused the condition of malformed staple. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Reload b: sr75, u5av0g, fully fired, left side gripping surface broken reload c: sr75, t5f00e, unfired, locked a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Concomitant medical products: reload: sr75 lot # t40m2w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, after firing, the surgeon found malformation of the stapling end of the tissue 2 times. There were no fragments generated or delay in the surgery. The procedure was completed successfully with no patient consequences.